Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had two pump errors indicating motor communication error and software error detected. Troubleshooting for pump error was performed. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were unable to clear the errors and rewind the insulin pump. The customer also stated that the alarm did not occur during the rewind/load reservoir/fill tubing process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error were noted during testing. However, formatted history file analysis confirmed pump error and pump error due to software error. Unit received with minor scratched display window and case.